Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8784, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID: 8782, seria:l# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained gablofen at an unknown concentration and dose. It was reported the patient was having catheter replacement due to ineffective therapy. A catheter access port (cap) aspiration was negative. The replacement was planned for (B)(6) 2016. The representative stated he believed "something was wrong/patient was not receiving therapy". The representative was assuming lack of therapy/clinical issue. The issue was not resolved at the time of report and the representative was going to follow-up for patient status. The product was not going to be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.